Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station top cover was cracked had sharp edges. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stop cover was cracked with sharp edges. A field service engineer (fse) also identified a crack around the biometric identifier, so removed docking board and hard drive and swapped with one built in a storage unit and tested in hardware test application but failed to launch. Fse then removed the top cover, all the peripherals and components and attached new top cover and readded all components and peripherals to resolve the issue. Fse also cleaned under top cover and pyxibus cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station top cover was cracked had sharp edges. The customer stated that there was no delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.